Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 21st may 2012. Pad-pak used beyond its expiry, resulting in a failed self-test due to a low battery. The device failed the weekly auto self-test on the 11th august 2019. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. This would confirm the reported fault. The sam pad device performed to specification throughout testing and the battery monitoring, device current drain and pogo pins were all verified during the investigation. Information from the delivery note for the sam 500p indicate the device was shipped with pad-paks from lot: a1276, with an expiry of august 2016. These pad-paks would therefore have expired by the time of the initial low battery fail and had resulted in the reported fault. It is assumed that the returned pad-pak had been installed in the device from the 14th june 2012. Due to the length of installation and the expiry date of the returned pad-pak, the low battery fail detailed in the report is due to a genuinely depleted pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator. There was no patient involved in this event.